Manufacturer narrative:
On 30-jun-2021, mentor received additional information regarding the patient's symptoms. The patient experienced bilateral ptosis. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
On 28-jun-2021, it was found that the diagnosis regarding left-sided rupture was omitted from the previous report. Manufacturer's reference number:(B)(4). Initially, it was reported that left-sided rupture was observed upon explantation. However, additional information revealed that left-sided rupture was suspected prior to the revision surgery. Updated reason for device explant and/or reoperation: generalized illness, rupture.

Manufacturer narrative:
On 16-jun-2021, mentor received additional information regarding the patient¿s symptoms. The patient experienced left-sided capsular contracture and breast ptosis (unknown side). It is currently unknown which side the patient actually experienced the breast ptosis. At the time of this report, it is reported as left. On 24-jun-2021, the product investigation was updated. Investigation summary (updated): mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11-jun-2021, the investigation on the suspected medical device was completed. Investigation summary : mentor then conducted a visual inspection and microscopic examination of the returned device. During visual evaluation of the returned device, a tear was observed in the anterior view measuring approximately 8.3 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring approximately less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with two 650cc mentor memorygel breast implant prostheses and suffered several unexplained systemic symptoms, including neck pain/soreness, back pain/soreness, and unspecified issues. The root cause of the patient¿s symptoms is unclear. The patient had a consultation with a healthcare professional. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2021. Upon explantation, left-sided rupture was observed. The event date was estimated as (B)(6) 2020 based on available information. This report is for the left-sided prosthesis.